Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues have reportedly resolved. The recipient resumed device use. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing retention issues and irritation at the implant site due to prolonged use of incorrectly fitting device equipment. The recipient is presenting with redness. The recipient is advised to discontinue device use for two weeks and to clean the area and apply a topical antibiotic cream.